Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 30, 2020.

Manufacturer narrative:
This report is submitted on 17 february 2020.

Event description:
It was reported that the patient experienced poor performance with device use resulting in explant of the device on (B)(6) 2020.